Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided indicated the device made patient contact and the procedure was completed with another device. The customer also clarified it was the metal stiffener that experienced the failure.

Manufacturer narrative:
Additional methods code: device not returned (4114). Investigation ¿ evaluation: (B)(6) hospital in the republic of korea informed cook that on (B)(6) 2020 the metal stiffener in an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter became stuck in the catheter. The failure occurred during the procedure, and the device was removed from the patient and replaced to successfully complete the procedure. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters include difficult inserting/removing the metal stiffener into the catheter and damage to the catheter during introduction of the metal stiffening cannula. The identified risk control includes the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The IFU supplied with mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots recorded no related nonconformances. A database search of complaint history did not find any additional complaints from the lot. Therefore, there is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. There is currently a CAPA open to address metal stiffener advancement and removal difficulty the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a biliary stone removal procedure via the biliary tract. Prior to patient contact, the operator noted the catheter and cannula could not be separated and seemed jammed at the catheter tip. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.